Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the battery charger/modem would not power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Additionally, crystal oscillator y1 on the bedside pca was open. Root cause investigation including destructive testing is underway on devices exhibiting similar bga failure modes. The root cause for the open y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.